Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was came out while she was in the shower event on (B)(6) 2024. No further information available.